Event description:
Shortly after an implant procedure, the pt reported to the emergency room due to pain at the implant site. The pt was hospitalized and treated with valium and a morphine drip. The pt has since been discharged and is reportedly doing well.

Manufacturer narrative:
This is the final report.